Manufacturer narrative:
Customer questioned results of calc assay. Original and repeat calc results are within the precision characteristics of the assay.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report lower-than-expected results for calcium (calc) for 2 patient samples assayed on the unicel dxc 600 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that quality control results were recovering lower than expected at the time of the event. The customer performed a recalibration of the calc assay; subsequently, quality control results were recovering within established ranges. Later that same day, quality controls were assayed again for calc and the results were recovering higher than expected. The patient samples were re-assayed and amended reports were generated. The customer did not question or repeat the analyses for sodium, potassium, chloride, or carbon dioxide. The differences observed between the original calc results and the repeated calc results are within the precision characteristics of the assay. A field service engineer (fse) was dispatched to the customer's site. The fse decontaminated the ion selective electrode (ise) module and subsequently verified the module's performance.